Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen and there is blood in pressure tubing and unable to aspirate. There was no harm or injury reported.

Manufacturer narrative:
There was blood present in the pressure transducing line and that it was difficult to aspirate and unable to flush. Esp personnel discussed line maintenance techniques and troubleshooting, and they ultimately decided to cap the inner lumen and label as clotted inner lumen, do not use or flush.